Event description:
It was reported that during right atrial (ra) lead extraction the patient's left ventricular (lv) lead dislodged. The lv lead was explanted and replaced successfully. The patient was discharged.